Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An "unspecified" error message was reported with the abbott diabetic care (adc) device and customer was unable to obtain readings. Customer did not experience any symptoms and treated themselves with insulin (dose, type unspecified) and coke for the treatment. There was no report of death or permanent impairment associated with this event.